Event description:
The facility reported to baxter "ease of mixing up lines. Lines running through wrong channel as drugs interchanged on pump. All lines on left side of pump". The incident was further described, "normal saline infusing in channel labeled heparin on infusion pump. Lines mixed up as all coming from the same side and line guide order is the reverse of what is intuitive".